Event description:
On (B)(6) 214 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 in the morning, time unspecified. The patient reportedly manages her diabetes with oral medication and denied making any changes to her medication as a result of the alleged issue. She claimed that 1 week after attempting to test with the subject device she developed symptoms of ¿thirst, blurred vision and sleepiness.¿ she denied receiving any treatment for her symptoms. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.